Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105 caused by dislodged screw that caused the motor to seize and fail. The motor assembly and screw was replaced.

Event description:
It was reported that a pump alarmed system error 105. It was also reported that there was no patient involvement.